Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient went back to the hospital due to the perineal pain began to appear 2 days after the scheduled gynecological re-examination. The perineal incision had healed and there was no fever or swelling, but the absorbable thread was not dissolved. Un-dissolved thread segment, pain in touch, no redness and sensation of swelling. To resolve the issue, the surgeon had to cut off the knots and line segments of the suture and apply clean lotion to rinse the perineum.